Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Product is expected to be returned; thus additional information will be submitted within 30 days of receipt.

Event description:
When the physician attempted to detach the coil at the aneurysm site, the detach box showed normal, but during withdrawing, the physician found the coil was moved. Then withdrew the coil, he found the coil was separated from delivery system. It was further explained as there was a failure to detach and while withdrawing the coil, it got detached unintentionally and separated. There is no report of separation/break in the actual coil. There were no damages to the coil such as stretched. The entire portion of the coil was within mc when it detached. The coil was removed with the delivery system and no additional intervention required retrieving the coil. No neck remodeling was utilized. An adequate continuous flush was maintained at all times. There was no resistance/friction during the advancement of coil through the mc. This was the first coil. There were no kinks on mc. The mc was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the mc. One to one relationship between the coil and delivery tube was not verified with the fluoro prior to repositioning. Old dcb was used. Predeployment check was performed. During the detachment cycle, the detachment light did illuminate. All connections appear to fit properly and nothing was wrong with dcb and cc. Same cc and dcb were used with subsequent coils successfully after the event. No report of flow restriction/reduction as a result. Patient was fine and no adverse outcomes. Changed another one to complete the procedure successfully.

Manufacturer narrative:
Complaint conclusion: during treatment of a 9.87x10.67mm posterior communicating artery aneurysm there was a failure of the 10 mm x 34 cm presidio 18 cerecyte microcoil to detach. The detach box showed normal and while withdrawing the coil it unintentionally detached. There was no flow restriction or reduction as result of the event and the patient's status was reported as 'fine.' There was no adverse outcome to the patient as a result of the event. The entire potion of the coil was within the microcatheter when it was detached. The coil was completely removed from patient, but out of patient, it was found was separated from delivery system. The coil was changed to another one to complete the procedure. Neck remodeling was not utilized. It was reported that it was thought that the problem was not with the box or cable. This was the first coil being used. A black detachment control box and standard cable were used with the coil and were used successfully with another coil. The pre-deployment electrical check was performed. An adequate continuous flush was maintained through the delivery catheter and there was no resistance at any time during advancement of the coil through the microcatheter, during positioning, or withdrawal. The microcatheter was not repositioned over the deployed coil. Prior to the event, the coil was filled into the aneurysm, the detachment box showed normal. During the detachment cycle the detachment light illuminated. All connections appeared to fit properly without application of excessive force. When withdrawing, it was noted that the coil moved and then when withdrew the coil it was noted to be separated from the delivery system. The returned device positioning unit (dpu) passed electrical testing. The detachment fiber was found to have melted as designed. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely fractured with both edges leading away from the v notch has also been damaged. The damaged edges have been raised above the surface plane. The locking mechanism and sections of the sheath have been damaged with compression and stretching of the sheath material away from the surface. A contributing factor to the coils non-detachment followed by an unintended detachment inside the microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism became embedded inside the v notch of the resheathing tool. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused damage to the microcoil system and especially for the detachment fiber to have lost its tension. With the loss of fiber tension, the melting detachment fiber may have temporarily captured the coil before releasing it inside the microcatheter during removal. Without the identification of the microcatheter used in the procedure, it cannot be determined if this component had a contributing factor to the field complaint. In addition, the instructions for use outlines, 'cautions: always perform fluoroscopic verification of detachment prior to withdrawing the dpu wire fully. Failure to do so may lead to an embolic complication.' To prevent microcoil system damage the IFU further outlines to, 'hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger.' This is further shown diagrammatically. This will prevent damage to the distal section of the dpu which includes the detachment fiber and the proximal end of the coil. In addition, without the identification or the return of the unknown microcatheter, the complete detachment system, and the detached microcoil used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. It is noted; however, that the same connecting cable and detachment control box were used successfully with other coils. With review of the analysis of the returned device it appears that procedural factors, related to the unsheathing process may have impacted the event. There was no discrepancy found with electrical testing of the returned device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.